Manufacturer narrative:
Results: the catd was ovalized approximately 51.0 cm from the hub. A 0.088¿inch stainless steel mandrel was advanced through the hub of the catd. Resistance was encountered as the mandrel met the ovalization at the distal tip of the catheters and the mandrel advanced out of the tip with some resistance. Conclusions: evaluation of the returned catd revealed that the distal tip of the catheter was ovalized. This type of damage typically occurs due to damage in transit. If the device slips between the top and bottom packaging tray, and the packaging is forcefully gripped, damage such as this may occur. A mandrel was attempted to be advanced through both catds. However, resistance was encountered as the mandrel met the ovalization in the distal tip of the catheters and the mandrel advanced out of the distal tip with some resistance. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the tip of the indigo system catd aspiration catheter (catd) was kinked upon opening the packaging. The damage to the catd was found prior to use, therefore, the catd was not used in the procedure. The procedure was completed using a new catd.